Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead exhibited a history of oversensing noise, high pacing impedance, and a capture issue. The atrial lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.